Event description:
It was reported that the patient experienced a shocking sensation on her right side in (B)(6) 2011 and turned the stimulation down. In (B)(6) 2011, the patient fell and broke her wrist. The patient's right leg was numb and her urologist determined that the lead had electrodes that "weren't functioning." A revision was performed in (B)(6) 2011. Since the revision, the patient's lead functioned and therapy was "okay." It was noted that the patient had bouts of retention. In (B)(6) 2012, the patient reported having headaches and seizures. The patient's physicians tried different interventions which the patient believed may have made her retention flare. The patient also noted she suffered from gastroparesis. An MRI and other tests were planned. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3093-33, lot# v675168, serial# implanted: (B)(6) 2011, explanted: product type lead product ID 3037, lot# serial# (B)(4), product type programmer, patient concomitant left side system: product ID 3058, serial# (B)(4), implanted: (B)(6) 2011, explanted: product type: implantable neurostimulator product ID 3093-33, lot# v675168, serial# implanted: (B)(6) 2011, explanted: product type lead product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).